Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The thresholds had doubled since the last follow up. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found an internal abrasion from 81.9 cm to 82.9 cm from the connector pin. The redundant conductor insulation was intact. Electrical test and lead impedance measurements were discovered to be normal.